Event description:
It was reported during the procedure at the time the 1.5 cortical screws are placed, it appears that the 1.5mm screwdriver piece damaged the head of the screws. This 1.5mm screwdriver is changed for the other part that also comes inside the equipment but it happens that this also damages the head of the 1.5 cortical screws. This generates some discomfort in the specialist, who decides to change to the 2.0 av system, thus achieving successful completion of surgery, without affecting the patient and without alterations in surgical times. The three units of cortical screws of 1.5 damaged in the head were removed and discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " unk - screws: cortical : trauma" can not revealed the reported condition. As, the provided evidence is not sufficient to confirmed the stripped/worn. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of theunk - screws: cortical : trauma would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.